Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) channel displayed noise. The noise was being oversensed resulting in atrial tachy response (atr) episodes. The ra impedance and ra pacing thresholds were stable. There were occasional dips in ra sensing. Technical services reviewed electrograms (egms) and felt the noise was non-physiologic (external). It was noted the patient has a heart failure (hf) monitoring system also implanted. Technical services suggested to further investigate the noise in relation to when the hf monitoring device is active and not active. Further information was provided that the ra sensing trend had occasion spikes to around 15 mv. This was considered rather high and did not match the overall trend. It was also noted the left ventricular (lv) pacing impedance appeared to have increased around the same time of the first noticeable ra sensing spike. The representative confirmed the pacing thresholds were stable. The patients hf worsened. The physician felt the loss in atrial output contributed to the worsening hf. Additional information was received that fluoroscopy was performed, and it was determined the noise was due to lead on lead chatter. The ra lead on the lv lead. It was also determined the noise from the lead on lead chatter contributed to the loss of atrioventricular synchrony and worsening heart failure. The physician reprogrammed the lower rate limit to 55 paces/minute. At this time, this ra lead remains in service and there were no additional adverse patient effects were reported.